Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported their ie33 ultrasound system was producing color artifacts using an x8-2t transducer during a mitral clip placement procedure. There was no allegation of altered patient outcome as a result of the issue.

Manufacturer narrative:
A thorough investigation was completed by r&d. Root cause was identified and was isolated to a grounding issue within the transducer cable not adequately filtering out rfi noise to be inducted into the signal path. Newly revised transducer cable assemblies are being tested/qualified, in support of their upcoming release. Changes include improvements to the 5v power supply filtering system to mitigate the color artifacts.